Event description:
During a farawatch procedure, a versacross connect access solution for faradrive and versacross large access solution was selected for use. A small pericardial effusion was noted at baseline on ice. Ablation had just begun, and while confirming catheter contact on ice in the left superior pulmonary vein, a larger and growing effusion was observed. No resistance was felt while maneuvering any catheters. Despite the enlarging effusion, the physician elected to continue the procedure to complete both the ablation and the watchman implant. A pericardiocentesis was performed at the end of the case, and 900 ml of blood was removed. The location of a perforation was not confirmed, and no imaging identifying a perforation site was available. The patient was admitted to the hospital following the complication. The device is not available for return as it was retained by the account.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.